Manufacturer narrative:
The reported incident was not a result of a device malfunction, the device performed as intended. The nxstage cycler alarmed appropriately to the clotting condition. Clinical staff reported that the pt is a diabetic with end stage renal disease. Physician is reluctant to increase the pt's heparin dose due to underlying medical conditions. Nurse reported that on (B)(6) 2004, the initial arterial stick was not good so a second was performed and the blood flow ate was initially increased at a slower rate to accommodate the access flow. Clinical staff have attributed the blood loss to extra manipulation of the pt arterial access that may have resulted in clots forming from the access. Nxstage considers this report closed, no additional info will be provided.

Event description:
During a routine hemodialysis treatment, a pt blood loss of approx 225cc occurred. This event was not associated with a device malfunction or serious injury and is being reported solely to comply with the FDA's blood loss policy. Clinical staff reported that at about 20 minutes before the end of treatment, a venous pressure high alarm occurred. The nurse noted that a clot was in the venous line but was unable to troubleshoot and discarded the extracorporeal blood circuit resulting in the blood loss. No medical intervention was required as a result of this event.